Event description:
It was reported that during implant two leads were attempted, but not used due to the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. (B)(4): the full lead was returned, analyzed, and no anomalies were found. There was blood/body fluid on all conductors (not obstructed) and on the distal conductor (not obstructed).